Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire recommend to calibrate the labeled for single use as describe in the bv service manual and replace the o2 sensor. Received response from the customer that the issue has been resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator had an fio2 (fraction of inspired oxygen) verification issue. The bv was set at 70% and had a monitor value of 70 % and monitored was 54 %. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. Most likely depleted o2 cell due to eol. Unit installed on (B)(6) 2021.